Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site due to weight change. Surgical intervention steps may be taken.

Manufacturer narrative:
Additional information was received such as a4 - patient weight,

Event description:
Additional information received indicated that the patient underwent surgical intervention on 18jun2020 wherein the ipg was placed deeper. Reportedly issue has been resolved.